Manufacturer narrative:
This event occurred in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml exactamix bags had a leak near the connection port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Functional testing revealed a leak from the bottom back of the bag just above the spike port area. Microscopic inspection was performed and revealed the leak was coming from a small tear. The reported condition was verified for one sample. The cause of the condition was not determined. The second sample was not received for evaluation; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.